Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained through the left inguinal artery. The 100% stenosed and de novo lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). The 1.5mm x 20mm sterling es pta balloon dilatation catheter was advanced to the lesion and upon inflation, the balloon ruptured at 12atms on the first inflation. The balloon catheter was removed intact form the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).